Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was broken. This was discovered during use. The following information was provided by the initial reporter: after the patient was given liquid infusion and connected to the infusion pump, the infusion joint was found to be broken. The joint was replaced immediately and it was reported. No harm to the patient.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was broken. This was discovered during use. The following information was provided by the initial reporter: after the patient was given liquid infusion and connected to the infusion pump, the infusion joint was found to be broken. The joint was replaced immediately and it was reported. No harm to the patient.